Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event that additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the ventilator has a non-responsive touchscreen. Nothing is accepted when selected on the screen. This incident did not occur on a patient.

Manufacturer narrative:
The carefusion failure analysis department received the front panel assembly for evaluation and was able to reproduce the reported incident and isolate it to fluid ingress on the front panel. This is considered a known issue and has been corrected through an engineering change order.